Event description:
It was reported that the left monitor on the 9800 system went blank. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed, when add'l details become available.